Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our aging compliant remediation. A pump was reported to intuvie for reconfiguration and returned to practice. During the investigation, an additional issue was identified as the device failed the earth resistance safety test. A review of the serial number history revealed no similar complaints associated with the device. The root cause of this failure remains undetermined. Reference to complaint#: (B)(4).

Event description:
It was reported to intuvie that the pump needs to be reconfigured and returned to practice. There was no patient involvement reported.